Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a b30 scope communication error. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The actual device has not been returned and no other information could be obtained, presumed cause could not be identified. The customer informed that was no more b30 issues after using canned air to clean the socket and wiping the device outside down. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.